Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system heparin cap ruptured and leaked due to excessive pressure. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 20g y-type pima was punctured in the emergency department and sent to the CT room for CT. The CT room was connected to the white cap for high pressure infusion. The heparin cap was ruptured due to excessive pressure, causing no adverse effect on the patient on (B)(6) 2020: the indwelling needle did not leak. After replacing the heparin, it was used normally, and no one else was exposed to the leakage".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0055016 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the photo submitted by the facility. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue. H3 other text : see h.10

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system heparin cap ruptured and leaked due to excessive pressure. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6), 20g y-type pima was punctured in the emergency department and sent to the CT room for CT. The CT room was connected to the white cap for high pressure infusion. The heparin cap was ruptured due to excessive pressure, causing no adverse effect on the patient 2020(B)(6) the indwelling needle did not leak. After replacing the heparin, it was used normally, and no one else was exposed to the leakage"